Event description:
The customer reported that their o2 alarm is not audible alarming when the readings are low. They also reported that the alarm priority on their central nurse's station (cns) are no longer correctly showing. The device was monitoring bedside monitors (bsm) at the time. There were no reports of missed alarms or harm or injury.